Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while monitoring a patient their device powered off by itself. At the time of the event the patient was being transported via ambulance. The customer advised physio-control that the patient, a female in her mid (B)(6), survived the event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue.  As a precaution, physio replaced the device's battery pins.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.